Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and saline via an implanted pump. The indication for use was spinal pain. It was reported the pump came loose under the patient's skin and was rubbing against their rib about 3-4 months after the pump was implanted. It was noted that when they went to remove the pump they found that only one suture was left and there was supposed to be three. Caller mentioned that saline was put in the pump in (B)(6) 2018 because the drug in the pump was not effective. Then they finally decided to remove the pump 8 months later due to the pump, since it had come loose and was rubbing against their rib. The caller mentioned that there was no pump or catheter issue and it was the drug inside the pump that was no longer effective and that is why the pump has since been removed. It was noted the catheter was tied off and left in. There were no symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump had bothered the patient since implant. The pump would rise up onto the patient¿s rib cage when sleeping. The pump was only anchored by three loops and the friend or family member didn¿teven think it was 3. The reason the pump was explanted was they had exhausted all drugs. The patient developed kidney issues and saline was put into the pump. It was noted that everything was ok with the pump, but the pump was in the way for the kidney surgery. They had to move the ureter to get to the kidney, but the patient was fused from neck to tailbone due to scoliosis, so they couldn¿t bend the patient. The patient also had issues with their colon and there were two arteries when they thought there was one. Stents were tried but they did not work for the patient. Kidney surgery had not taken place and the issue was not resolved. The patient wanted the pump back after explant but was told they could not receive it back. Then follow-up and were told they could receive the pump after explant but the clinic didn¿t know what happened to the pump. The patient¿s weight was (B)(6)lbs.